Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The panel latch was replaced to resolve the issue. Block a: no patient information provided to date after calls to customer 04/17/23 and 05/18/23.

Event description:
It was reported that there was a malfunction resulting in the control panel popping open during a case resulting in loss of mechanical ventilation. The patient was switched to ventilation via an ample bag. There was no patient injury.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information to date. Block date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 device evaluation anticipated, but not yet begun.